Manufacturer narrative:
A philips remote service engineer (rse) talked with the customer and the customer confirmed that the issue had been solved by philips field service engineer (fse). There was no other issue found and the customer informed that the ticket could be closed. Analysis was performed and investigation has been completed. The engineer confirmed that there was no malfunction with the pic and the issue was with configuration setting of the bedside monitor. Separate complaint records were opened to address the configuration issue of the monitors. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the pic ix system has an alarm issue. It is known that the device was in use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported the pic ix system has an alarm issue.patient involvement is unknown. There was no report of patient or user harm.